Event description:
Reporter indicated that vns system diagnostics showed high impedance. No trauma or manipulation has been reported. Surgery to replace the vns lead and generator occurred on (B)(6) 2010. Attempts for further info as well as the return of the products are currently in progress.

Manufacturer narrative:
Device failure is suspected, but has not caused or contributed to a death or serious injury.